Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2010. The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the device stopped sealing although an end tone, indicating a completed seal cycle, was heard. A new device was used to complete the procedure without incident. There was no pt injury.